Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down, unit alarms are not functional, and sieves are leaking. The key failure is the sieve beds are leaking. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) addresses the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.